Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the ht50 ventilator the circuit became disconnected and the patient expired at six o' clock in the evening. At this time, the cause of death is unknown and the device's operating condition is unknown as the device has not been returned for evaluation.

Event description:
It was reported that, while in use on a patient, a ht50 ventilator circuit disconnected. On (B)(6) 2017 at around 1800 hours the patient¿s death was confirmed. Details of the respirator's operating condition, at the time of discovery, are pending. The device is at a police office.